Event description:
Reportable based on device analysis completed on (B)(6) 2023: it was reported, that balloon leak was encountered. The 80% stenosed target lesion was located in the superficial femoral artery and infrapopliteal. A 3.0mm x 150mm x 150cm fg sterling balloon catheter was prepared by flushing. However, during preparation, it was observed that the balloon was leaking gas. The procedure was completed with another of same device. There were no patient complications nor injuries reported. And the patient status was stable. However, returned device analysis revealed a longitudinal torn.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1. Initial reporter phone: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 13mm from the tip and is approximately 6mm long. There is contrast inside the balloon, and the balloon is loose. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed, there is a longitudinal tear in the balloon.